Manufacturer narrative:
The additional information has been received which was not included in previous report. The information has been provided in this report. The event date information has been updated in this report. The harm code has been updated. (B)(4).

Event description:
The customer reported via phone call of being hospitalized due to a mix of hypoglycemia, hyperglycemia, and surgeries on (B)(6) 2020. One week prior to the hospitalization, the customer had gone off the insulin pump and had a difficult personal time that led to high blood glucose levels from snacking. Customer's blood glucose value was unknown at the time of the incident. While in the hospital, customer was off his insulin pump and was treated by the hospital for his diabetes. The form of treatment was not mentioned. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized due to hypoglycemia on unknown date. Customer's blood glucose value was unknown at the time of the incident. Customer had not been using insulin pump system for a month due to low blood glucose event. The device will not be returned for analysis.